Event description:
Additional information reported that the patient date of death was (B)(6) 2018.

Manufacturer narrative:
Section b2: death date was corrected . No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer investigation conclusion: the pump was not explanted and was therefore not available for evaluation. A direct correlation between the device and the reported hemorrhagic stroke and subsequent patient outcome could not be determined through this evaluation. Stroke and death is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient suffered a stroke and hospice turned off the pump. The patient expired on (B)(6) 2019. No additional information was provided.